Manufacturer narrative:
The uninterruptable power supply (ups) was dead on arrival. The battery no longer held a charge due to being at the end of its lifespan. A new battery was inserted, and the ups powered on but the error light remained lit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the uninterruptible power supply (ups) the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) will not boot. The fans cycle, but no power got to the system. No patient present.